Event description:
It was reported that there was damage to the detector. The device was in clinical use and there was no patient or user impact.

Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed analysis and concluded that the detector has a strong dent on the back, resulting in a 3 cm crack in the circumferential frame. Due to the crack, there is a risk of liquid entering the detector and potentially leading to detector failure. The log only shows medium vibrations, but no other issues were reported. Currently the detector working functional, no artifacts were found, checked the wlan connection. Based on the information available and the testing conducted, the cause of the reported problem was detector holder dropped. The reported problem was confirmed with the customer. Thus, it was concluded that the detector was dropped by the customer due to mishandling.